Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer initially called in to report receiving multiple calibration error alerts. During troubleshooting, the customer reported that her blood glucose before lunch was low at 47 mg/dl and then around 113 mg/dl after lunch. Troubleshooting was done and the customer was advised to remove and change the sensor. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The patient called to report another problem with a sensor from the same lot. The patient stated that part of the sensor that goes underneath the skin was bent. The patient stated that she will be returning both sensors that she had a problem with. Nothing further was reported.